Event description:
Customer reported on bravo capsule that failed to attach. When the physician removed the delivery system, the capsule fell to a pt's mouth. The pt did not suffer from any adverse event during the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.